Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The customer complaint of the daptomycin infusion was observed dripping at approximately the same rate as the primary line could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported administration set was set up incorrectly on patient's IV line. The secondary tubing and medication were connected to smartsite just below the pump. The daptomycin infusion was observed dripping at approximately the same rate as the primary line. It is unknown the length of time the antibiotic had been infusing. The rn corrected the set up and connected the secondary to the port above the pump. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information is available.